Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2021, the patient's spouse reported that the infusion set's tubing came off (detached from the site portion) as the tubing connector came loose from the site portion. Therefore, they changed the tubing. Moreover, the patient's spouse stated that there was a crack on it. Currently, the patient's blood glucose level was 326 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-mar-2021, the patient's spouse reported that the infusion set's tubing came off (detached from the site portion) as the tubing connector came loose from the site portion. Therefore, they changed the tubing. Moreover, the patient's spouse stated that there was a crack on it. Currently, the patient's blood glucose level was 326 mg/dl. No further information available.